Event description:
It was reported that the air hose connected to the ventilator¿s air inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the air hose connected to the ventilator¿s air inlet was leaking. The reported air hose connection was confirmed as a non getinge product and that it was replaced. After replacement, the device was delivered in working condition. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).